Event description:
The target lesion was the proximal left anterior descending artery. The vessel was a de-novo and eccentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 28mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/15mm) at 8 atm for 30 seconds. The 1st cypher (2.5/18mm) was implanted at 20 atm for 30 seconds. Second cypher (2.5/18mm) was implanted at 20 atm for 30 seconds proximal to the 1st cypher overlapping it. The instructions for use state that balloon pressures should not exceed the rated burst pressure indicated on the product label (16 atm). Post-dilatation was conducted with a balloon (sds 2.5/20mm) at 20atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Ten months later, the patient complained of acute chest pain and was brought to the hospital as an emergency. Cag was conducted and thrombus was observed in the cyphers at the overlapping portion. To treat the thrombus, poba was conducted with a balloon (ryujin plus 2.75/15mm). The patient recovered and was discharged ten days later. The physician commented that the possible cause of the thrombotic event was that the patient might not have been taking his anti-platelet medicine correctly.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2007-02497. The products were still implanted and therefore not available for analysis. A review of mfg route sheets showed that the involved lots of products met all requirements per the applicable mfg quality plan. Thrombotic events are known potential adverse event post coronary stenting. There are no patient factors that may have contributed to the event. There is no indication the events are design or mfg related.